Event description:
The customer reported that the device bronchovideoscope showed "flickering, blackout." The issue was found during set up, at preparation for use.there was no patient involvement in this reported event.

Manufacturer narrative:
Section e : establishment name : (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional relevant information becomes available.